Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. The cause of death was reported as septicemia related to peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter. The septicemia and death is likely related to peritoneal dialysis.

Event description:
Medical records were received from the clinic which showed that the peritoneal dialysis patient presented to the hospital with altered mental status associated with rigors and fever. The patient was admitted and diagnosed with sepsis and the source likely peritonitis. The review of the medical records also reported a diagnosis of lactic acidosis secondary to the sepsis and encephalopathy metabolic secondary to sepsis. The hospital plan was to admit the patient to the intensive care unit for medical management and treat the patient with antibiotics. The patient was reported to have expired that day with the cause of septicemia. There was no secondary cause of death reported.